Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 48 mg/dl. The customer was eating an orange at the time of the call. The customer requested to be called at a future date and time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.